Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on an unspecified date about "2 months" before the alert date of (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. In response to the alleged product issue the patient increased their dosage of "novalog by 11mg". The patient did not develop any symptoms as a result of the alleged product issue but stated that they had visited their doctor's office "months ago" where they had a blood glucose test performed on the doctor's device. The patient stated that they had obtained a result which was =40mg/dl on this device. No further treatment details were noted at this time. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing blood glucose of =40mg/dl which is indicative of serious injury. The patient's inability to test their blood glucose on the subject meter cannot be ruled out as a contributing factor towards this.